Event description:
It was reported that during the bha, the surgeon could not combine the centrax (26mm/52mm) on the head (stryker product 26mm). Therefore, he used another centrax (26mm/51mm) instead of it.

Event description:
It was reported that during the bha, the surgeon could not combine the centrax (26mm/52mm) on the head (stryker product 26mm). Therefore, he used another centrax (26mm/51mm) instead of it.

Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.

Manufacturer narrative:
A review of the device history records indicates that the reported devices were manufactured and accepted into final stock with no reported discrepancies. The complaint history review indicated that there were no similar events for the reported lot. No medical records were received. It does not appear that patient factors contributed to the event and no adverse effects to the patient were reported. Visual and dimensional inspections did not reveal any device abnormalities. A functional test of the returned parts was performed without incident. The event could not be duplicated. The exact cause of the event could not be determined as the visual and dimensional inspections did not reveal any device abnormalities and a functional test of the returned parts was performed without incident. The event could not be duplicated or confirmed.